Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak and hole/perforated was confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. A balloon tear at the sphere adapter junction was identified. The damage is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was not functionally tested due to the confirmed damage to the sphere adapter junction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had artificial urinary sphincter (aus) system which worked for a few weeks and then stopped working. Physician explanted the balloon today and found that the saline had leaked out of the neck of the balloon. He did not think it was a needle stick but more likely a week spot. Looked like a tear vs. A hole from a suture needle. He wanted it sent to the company for analysis since this is not the first time this has happened to one of his patients.

Event description:
It was reported that the patient had artificial urinary sphincter (aus) system which worked for a few weeks and then stopped working. Physician explanted the balloon today and found that the saline had leaked out of the neck of the balloon. He did not think it was a needle stick but more likely a week spot. Looked like a tear vs. A hole from a suture needle. He wanted it sent to the company for analysis since this is not the first time this has happened to one of his patients.